Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient need help in turning on the MRI mode on their device. Patient mentioned that they are in the hospital. Upon unlocking the controller, patient was routed to no device found message. Agent assisted patient to get past to passive recharge mode 63-63-63 and high number of 64. Patient was not able to get past to passive recharge mode and also saw poor recharge quality. Patient once saw controller battery at 100% then ins battery in red and recharge button. Patient was routed again to passive recharge mode. Patient mentioned they have a fall 2 or 3 weeks ago. Agent redirected patient to hcp and emailed mdt rep for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.